Manufacturer narrative:
The customer reported no display of arterial temperature during treatment. The failure could not be confirmed on site by getinge technician and was not found in the log files. The connection cable of disposable was replaced, but does not have any mechanical damages. No harm to any person has been reported. After re-evaluation of the complaint, the complaint is no longer reportable. The customer can always use an external sensor according to the instruction for use. Further, this failure does not lead to a pump stop.a getinge field service technician (fst) was sent for investigation. The failure could not be replicated on site, but the connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The hls set is not available for investigation.the affected hls cable (connection cable for disposables) was investigated by getinge life-cycle-engineering (lce) with the following conclusion: the failure could not be replicated.thus, the root cause remains unknown.the most probable root cause could be an internal defect of the hls cable, the sensor or connector of the hls-module or a connection loosely achieved that was solved after disconnecting and reconnecting the hls cable correctly.further, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: user doesn't perceive or recognize the temperature parameters displayed on the monitoring screen or how to reach the desired screen:- the user fails to detect tven or tart temperature values that are outside the normal expected range- user accidentally disconnects the temperature sensor .according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. Further, according to the instruction for use of the cardiohelp (chapter ¿during the application¿) the cardiohelp should only be operated with activated temperature sensors and to ensure that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. An external temperature sensor can be used.the device was manufactured on 2019-04-30.the review of the non-conformities has been performed on 2025-01-15 for the period of 2019-04-30 to 2025-01-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "no display of arterial temperature " could not be confirmed.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The failure could not be replicated on site, but the connenction cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed.note: this event occurred on the hong kong market on a significantly similar device to base unit cardiohelp, which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 70104.8012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.a follow up will submitted when addtional information become available.

Event description:
The customer reported no display of arterial temperature during treatment. The failure could not be confirmed on site by getinge technician and was not found in the log files.the connection cable of disposable was replaced but does not have any mechanical damages. No harm to any person has been reported. Complaint ID: (B)(4).